Event description:
It was reported that the pt underwent a 2 level tlif for treatment of grade I degenerative spondy at both levels. Local autograft was placed anteriorly with a bone funnel prior to interbody device placement. Semi-rigid rod fixation implanted posteriorly. Post-op, the pt reportedly did well and presented with infection a few weeks out. Infection was treated and CT taken during this period showed posterior hardware intact with interbody device and bone graft in good position. More recently, the pt presented with groin and thigh pain bilaterally. Follow up CT showed good position of the interbody device and posterior hardware, however, the pt's anterior longitudinal ligament had ruptured and the bone graft originally placed anterior to the cage had migrated into the abdominal cavity near the vasculature. No additional surgery has been reported.

Manufacturer narrative:
The device or applicable films have not been returned to medtronic for eval. Unable to determine cause of the event.